Event description:
It was reported that during a da vinci si sacrocolpopexy with hysterectomy procedure the mega suture-cut needle driver instrument was noted to have a broken needle driver cable at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was frayed. The one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. Additional observation not reported by site was a derailed cable. The frayed grip close cable was derailed from the distal idler pulley. The grips still opened and closed, but the movement may not be precise. The evidence was inconclusive, but the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.